Manufacturer narrative:
Continuation of concomitant medical product: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations and postlaminectomy pain. It was reported that it took too long to charge. The patient stated they normally charged their ins when they were awake and would get anywhere from 0-8 coupling boxes. The patient stated even if they had all 8 bars their ins battery level would not increase. The patient wanted a new recharger. They spoke with a manufacturing representative around (B)(6) 2017 and were told to reset the recharger. The patient stated that did not make a difference. The recharger antenna was damaged. A replacement recharger antenna was sent. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that it was unknown what caused the ins level to not increase with 8 coupling bars. The patient used the reset button to try and resolve the ins not increasing and taking too long to charge. The patient stated that they received the recharger antenna, but it still took 5-6 times for the unit to work. No further complications were reported or anticipated.